Event description:
The customer reported the device intermittently displayed the message service required. The philips repair bench (bench) later clarified that the device had charge/shock failures (autotest) and as received was displayed the shock equip malfunction inop which resulted in the service required message.

Manufacturer narrative:
(B)(4).